Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 06/22/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported on 6/10/2016, that during thermogard ivtm therapy, the attending health care professional discovered that the saline bag was empty and suggested that the icy catheter (lot # 54540) was leaking. The ivtm icy catheter was inserted into an (B)(6) male patient, who was admitted to the hospital due to ventricular fibrillation. The icy catheter was inserted into the patient by an experienced physician, without incident. The catheter was inserted in the vena femoralis. The insertion was done in one attempt. The patient's temperature prior to the reported issue was 34.5°c. The reported event was discovered 72 hours after the catheter was inserted; at which time the patient had already reached their unspecified target temperature. The attending health care professional did not observe any leaking of fluid/puddle around the patient or thermogard console ((B)(4)). Also observed, the red pin wheel in the suk had indicated a good saline flow. At an unspecified time after discovering the empty saline bag, the icy catheter was removed. According to documentation, the catheter was not replaced and no other temperature management therapy was used. No patient sequelae reported. No additional information provided.

Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the distal balloon. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the bonding near proximal end of the distal balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. There was no patient injury or death attributable to the catheter.